Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 412 mg/dl at the time of the incident. Customer used the pump to deliver a correction for the high. Customer does not use the sensor feature on the pump. Caller stated that they are able to complete the rewind sequence. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller declined to troubleshoot for the high blood glucose at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.